Manufacturer narrative:
H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system y-type blood/solution set was leaking from the top of the infusion port. The patient was receiving a platelet transfusion when it was observed that the set was leaking platelets from the top of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.